Manufacturer narrative:
The investigation for the low pump flow and the access site bleed has been completed. Data logs confirmed low pump flow when pump started that triggered multiple suction alarms. This event remained to the rest of the case. Product was not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella 5.5 support and during support, the impella 5.5 had suction until dobutamine was turned off. 5.5 increased to p8. Support continued. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right axillary hematoma with a definite relationship to the impella device used: patient with known right axillary hematoma from (B)(6)2024 at impella insertion site. Hematoma does not seem to be improving. Patient booked for impella axillary site exploration and washout (B)(6)2025 exploration and washout, placed drain and closed wound. The patient recovered with no sequelae. The patient remains on impella support.

Manufacturer narrative:
As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b.5 adittional information was received and was inadvertently omitted on follow up 1 manufacturer device report number 1220648-2025-25809. B.7 added information that was inadvertently omitted on the initial manufacturer device report number 1220648-2025-25809. G.2 added a selection as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-25809. G.3 date of awareness on follow up 1 manufacturer device report number 1220648-2025-25809 was reported incorrectly as the date should have been 24-feb-2025. H.6 added code to health effect - clinical code as it was inadvertently omitted on follow up 1 manufacturer device report number 1220648-2025-25809. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the initial submitted manufacturer device report number 1220648-2025-25809 incorrectly. New ifus have been added.

Event description:
Additional information received abiomed¿s long-term outcome and quality indicator (loqi) impella registry reporting the patient having a stroke during bipella support.